Manufacturer narrative:
The t:slim pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ the product has not been returned for evaluation for the reported issue. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm in the morning. The customer's blood glucose level was not impacted. The customer indicated that she had not interacted with the pump since an early dinner the night before. Tandem technical support reviewed the auto-off feature with the customer.